Event description:
Complainant reported the o-ring came off of the stabilizer foot and one foot fell off of the heart stabilizer. This was noted when the stabilizer was removed from its packaging prior to use. The device was not used on a pt and there was no pt harm as a result of this failure.

Manufacturer narrative:
The product was returned in the original shipper box with shipper labels present. The inner tray and pouch were not returned. The product was never used and was not contaminated. One foot was separated from the stabilizer and the o-ring was missing. The lot history record was reviewed for lot d203020. The work order was manufactured and inspected per procedure. A 100% inspection is in place after sterilization to look for this defect. Prior to investigation in 2008 for split o-rings revealed, "the discrete failure of the o-ring is most likely related to damage caused during handling and placement of the o-ring. The incidence rate of this failure type, specifically once the device has been through 100% post-sterilization inspection is very low. This potential failure mode is already known to the operators." Discussion with the vendor did not provide any answers as to why the o-ring split. This is the first complaint of a split o-ring since the 2008 investigation. (B)(4). Reviewed the failure mode with the operators, and operators are aware of the need for care when placing o-rings on foot adapter. The failure mode was addressed during the design control risk analysis process. No further action was taken for this device malfunction. The company continue to monitor complaints for further occurrences.